Event description:
It was reported that the patient with this artificial urinary sphincter experienced recurrent incontinence. During a revision surgery, the physician suspected that the incontinence was due to the sphincter not closing properly during scoping. Consequently, the device was explanted. There were no further patient complications.